Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and insulin pump error. The customer's blood glucose value was 147 mg/dl. Customer reported that they were unable to clear the alarm. Customer stated that the display was not blank less than 30 seconds and returned. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that display did not return after insulin pump restart. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, pump error 68 alarm or blank display noted during testing. (B)(4).